Manufacturer narrative:
(B)(4). G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03391, 0001822565-2023-03393.

Event description:
It was reported that the patient underwent a knee revision approximately 1.5 years post implantation due to loosening. Attempts have been made and no further information has been provided.

Event description:
No additional information.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.